Event description:
It was reported that the procedure was to treat an unspecified lesion. The 3.0x12 mm xience xpedition stent delivery system (sds) was advanced to the lesion and deployment was initiated; however, the balloon did not expand and the device was losing pressure. A hole was noted in the hypotube and was leaking. The sds was removed. There was increased consumption of contrast and exposure to radiation; however, there were no reported adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported shaft tear could not be determined. Potential factors that may contribute to split, cut or torn material include, but are not limited to, interaction with accessory devices, mishandling during manufacturing, during receiving/storage at the account, and/or during removal from packaging, preparation of the device and/or protective sheath/stylet removal. It is possible the device interacted with accessory devices, causing the reported split, cut or torn material; however, this cannot be confirmed. The reported leak and activation failure appear to be a result of the reported torn shaft. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device returning from yes to no.